Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted, however the system problem prevented acknowledgements from being received.

Event description:
The affiliate reported via email during a shoulder procedure (implantations) the mentioned lupine implants are came out from the pre-drilled hole. The procedure was completed with same like product. Additional information received via email on 10-13-17. The anchors did not deploy. The first thread was tightened and the second thread was captured with the sixter when seen the anchor backed out with a secure knot around the labrum. The bone hole was drilled with original guide and drillbit. Three anchors failed in that patient all of them had new hole drilled. Bone quality of the patient should not be bad as he was just around (B)(6). No cyst or abnormality on CT scan. The procedure could not be completed as there was no more space for anchors on the front bottom part (three drill holes made- 6.30, 7.30,8.30 positions on left shoulder). Procedure time was approximately 100minutes- 1 hour longer than normal. There will be a latarjet procedure after 6 weeks.